Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 8/11/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose stem and sleeve. During the doi while implanting the srom stem a small crack occured in the calcar. That crack was corrected with cables. While attempting to dislocate the hip, another fracture occured at the posterior part of the greater trochanter. The srom stem was removed and a long srom stem was loose. Another srom stem is being added to the complaint. Part/lot is being updated. No labs were provided for the alleged high metal ions. A correct doi was provided. The complaint was updated on:10/15/2015.

Event description:
Litigation alleges the patient suffers from pain, toxic cobalt-chromium metal debris to be released into the tissue, discomfort, clicking and popping, and difficulty ambulating.

Event description:
Update 11/18/2014- pfs received. An unknown stem is being added for the alleged high metal ions (no lab results given)/ there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update received 6/17/15. The sales rep has provided revision information. Patient was revised to address femoral stem loosening. An invoice was located, which provided part and lot for the liner only.